Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h6. D11- intuitive surgical, inc. (Isi) received the large hem-o-lock clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have an input disk broken. Input disk #6 was found broken into pieces inside of the housing. The root cause of this failure is attributed to user mishandling/misuse. Fa investigations did not replicate nor confirm the customer reported complaint. Functional testing for intuitive motion of the device in an attempt to replicate the reported complaint is not possible due to the returned condition of the device. An additional observation not reported by the site that is related to the primary failure was identified. The instrument was found to have failed the engagement test based on log review and during in-house testing. The instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. This failure was a result of the broken input disks. The root cause of this failure is attributed to user.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the large hem-o-lock clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the large hem-o-lock clip applier (part# 470230-12 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the large hem-o-lock clip applier was last used on (B)(6) 2021 via system serial# (B)(4). There were 62 uses remaining after this last usage. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument jerked/moved in an unexpected way when clipping was attempted). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lock clip applier instrument was noted to be defective, causing non-intuitive movement. A strange noise was heard in the housing of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 22-sep-2021. The large hem-o-lock clip applier instrument was inspected prior to use. After 3 minutes of using the instrument, it was observed that there were some sounds when shaking the housing of the instrument. When the issue occurred, the clipping ductus was performed as a part of the cholecystectomy surgical procedure. The weck hem-o-lok clips were used with the large hem-o-lock clip applier instrument. The clips used on the vessel were in purple color. The instrument was not used on a vessel greater than 13 mm in diameter. The procedure was completed successfully using a backup instrument with no reported injury to the patient.